Manufacturer narrative:
Concomitant: product ID 8731, serial# unknown, explanted: 2014-(B)(6), product type catheter, product ID unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient had accumulated fluid, a seroma, in the pump pocket and catheter track with suspected catheter issues. A catheter access port (cap) study was done and no fluid could be aspirated. The issue was not resolved and the cause was not determined and therefore a catheter replacement was performed on (B)(6). After this replacement, fluid was still accumulating and the pump was then removed and replaced on "sunday, (B)(6)" as problem with the pump was assumed. A dacron pouch reportedly was also removed. Further, the catheter was patent following the revision with no identified leak and no identified cerebral spinal fluid (csf) leak. The patient has had collections of serum at the pump site and spinal incision for several weeks. The neurosurgeon had suspected it was a serum collection where the pouch used to be and had planned to move the pump to the other side of the abdomen. The catheter was discarded and will not be returned. However, the pump was expected to be returned. At the time of the report the patient's status was reported as alive-no injury. This device system delivered morphine. Additional information has been requested to verify the reported events and the patient¿s current status; however no further information was available as of the date of this report. Should additional information be received a supplemental report will be filed.

Event description:
It was later clarified that the device remains implanted as the surgeon did not implant a new pump but rather moved the pump to the other side of the abdomen and the seroma disappeared. Reportedly, the surgeon stated the seroma had nothing to do with the pump or the catheter. No further information was provided. Should additional information be received a supplemental report will be filed.